Event description:
The patient was enrolled in the champion atrial fibrillation study on (B)(6) 2022 with patient identifier (B)(6). It was reported that thrombosis occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted with a 16.0mm diameter. On (B)(6) 2022, the patient was discharged on aspirin (80 mg) and apixaban (10 mg). On (B)(6) 2022, 86 days post index procedure, the patient presented for protocol required 4-month laa imaging and tee assessment revealed a complete seal with a laminar, mobile thrombus with maximum area of 0.1 cm2 on the atrial facing surface of the watchman flx device. Thrombus was noted as a very small mobile mass on the watchman device pin. However, no evidence of thrombus in the left atrium, pericardial effusion and atrial septal shunt were noted. In response to event, the patient will have another transthoracic echocardiogram (tte) in 4 weeks to control. At the time of event, the patient was on aspirin. At the time of reporting, the event was ongoing.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
The patient was enrolled in the champion atrial fibrillation study on 26jan2022 with patient identifier (B)(6). It was reported, that thrombosis occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed. And a 20mm watchman flx laa closure device was implanted with a 16.0mm diameter. On (B)(6) 2022, the patient was discharged on aspirin (80 mg) and apixaban (10 mg). On (B)(6) 2022, (B)(6) days post index procedure, the patient presented for protocol required 4-month laa imaging. And tee assessment revealed, a complete seal with a laminar, mobile thrombus with maximum area of 0.1 cm2 on the atrial facing surface of the watchman flx device. Thrombus was noted, as a very small mobile mass on the watchman device pin. However, no evidence of thrombus in the left atrium, pericardial effusion and atrial septal shunt were noted. In response to event, the patient will have another transthoracic echocardiogram (tte) in (B)(6) weeks to control. At the time of event, the patient was on aspirin. At the time of reporting, the event was ongoing. It was further reported, that the patient was on apixaban (10 mg) and was stopped on (B)(6) 2022. Aspirin (80 mg) was started one day, prior to implant. And was continued. No action was taken to treat the laminar thrombus. It was further reported, that the outcome of the event was considered, to be resolved on (B)(6) 2022.

Event description:
The patient was enrolled in the champion atrial fibrillation study on (B)(6) 2022 with patient identifier (B)(6). It was reported that thrombosis occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted with a 16.0mm diameter. On (B)(6) 2022, the patient was discharged on aspirin (80 mg) and apixaban (10 mg). On (B)(6) 2022, 86 days post index procedure, the patient presented for protocol required 4-month laa imaging and tee assessment revealed a complete seal with a laminar, mobile thrombus with maximum area of 0.1 cm2 on the atrial facing surface of the watchman flx device. Thrombus was noted as a very small mobile mass on the watchman device pin. However, no evidence of thrombus in the left atrium, pericardial effusion and atrial septal shunt were noted. In response to event, the patient will have another transthoracic echocardiogram (tte) in 4 weeks to control. At the time of event, the patient was on aspirin. At the time of reporting, the event was ongoing. It was further reported that the patient was on apixaban (10 mg) and was stopped on (B)(6) 2022. Aspirin (80 mg) was started one day prior to implant and was continued. No action was taken to treat the laminar thrombus.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).